Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7105001/7105120.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to a possible infection. The patient was doing well post-operatively. The explanted ipg and leads will not be returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to a possible infection. The patient was doing well post-operatively. The explanted ipg and leads will not be returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received that the location of the infection was only at the ipg site and the physician confirmed that the patient was positive of mrsa.